Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and alarmed motor position encoder error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for motor error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to corroded motor home switch also; the electronic assembly had moisture damage. Unable to perform the displacement test or verify e70 alarm in the alarm history screen due to motor error alarm. No unexpected restart noted during our testing. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.